Event description:
A customer reported that coulter lh700 series retic pak was leaking when received. The seal on one of the reagents was twisted, causing the leak. It is unknown which of the two reagents, reagent a or b, was leaking. The customer was wearing personal protective equipment consisting of gloves and lab coats. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was reviewed, and an exposure control or risk management plan is in place at the facility. There was no death or injury, and no patient result or treatment was affected.

Manufacturer narrative:
No physical sign of damage, other than twisted seal, was observed. The customer disposed of the leaking reagent. The customer was provided with replacement reagent. The root cause for this event is unknown. (B)(4).